Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop. The patient experienced malaise and went to uc. There, the cgm on the pump was 260 while the bg was 467 mg/dl. The cgm was calibrated using the pump display device. The cgm remained 260 mg/dl after calibration. The pump was reportedly turned off and the patient was given unspecified insulin shots. The following day at 0800, the patient went to an emergency department with body pain and uneasiness. At that time, the pump display device cgm and bg values were 200 mg/dl different. The patient reportedly could not recall the values. The higher value was not specified. The patient was given IV insulin and discharged at 1700. The patient was stable and fine during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.